Event description:
A (B)(6) woman with breast implants admitted to our department, due to sudden unilateral right breast enlargement and discomfort. Breast augmentation was done 11 years previously with subglandular placement of allergan texturized prostheses through the inframammary approach. The breast augmentation was done elsewhere. Despite our efforts to get info about the implant from the plastic surgeon that had implanted the device, we have no serial number or product code. The pt had no further info. An ultrasound and mammography images which were done 4 months earlier were normal. The woman denied any history of breast trauma, prodromal illness, pain, purulent drainage, local sign of infection, night sweats, weight loss, poor appetite or fever. At physical examination breast asymmetry was obvious. The right breast was swollen, firm and sensitive to deep palpation. The left breast was normal. No sign of local infection were observed. In (B)(6) 2015, an anaplastic large cell lymphoma was found in the periprosthetic fluid and fibrinoid deposits within the periprosthetic capsule, of the right breast. The left breast was without any clinical, lab, imaging or histopathological evidence of disease. On (B)(6) 2015, the pt underwent bilateral total capsulectomy and implant removal. Now, more than a year after, the pt is disease free. CT pet scans, including a recent scan, do not show any signs of the lymphoma.